Event description:
On (B)(6) 2009, the pt was implanted with four gore excluder aaa endoprostheses. On (B)(6) 2009, CT showed a stable aneurysm size of 6.9 x 6.3 cm. A type ii endoleak was noted at a lumbar artery. On (B)(6) 2009, CT showed a stable aneurysm size of 6.9 x 6.3 cm. A type ii endoleak was noted at a lumbar artery. On (B)(6) 2010, CT showed aneurysm size of 7.0 x 6.8 cm. This was compared to aneurysm size of 6.6 x 6.4 cm on (B)(6) 2009. An enlarging type I endoleak was identified. On (B)(6) 2010, the pt was treated for a proximal type I endoleak secondary to graft migration (measurements not provided). On (B)(6) 2010, the pt underwent reconstruction endograft system with hemashield grafts.

Manufacturer narrative:
(B)(4).